Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient received alarms when connected to the power module. An ungrounded cable was requested and sent to the patient. The external portion of the percutaneous lead does not have any suspected areas of concern. Additional information submitted to the manufacturer indicated that the log file confirms pump stoppage. The x-ray provided shows an area of concern on the distal end of the external portion of the percutaneous lead cable.

Manufacturer narrative:
The patient continues on lvad support with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.